Manufacturer narrative:
Device evaluation details: the device was visually inspected, and it was found that the shaft was kinked with major kinks observed at 93 cm from distal tip. Reddish color also observed under pebax. Magnetic sensor functionality was tested on carto and the catheter failed hi was displayed on screen. A failure analysis was performed, the catheter was dissected, and the sensor values were found within specifications, with this information; the failure can be attributed to a potential pc board failure. Additionally, a scanning electron microscope (sem) test was performed on the pebax and it showed evidence of mechanical damage and a hole on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on pebax and pc board failure cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling or the interaction of the device with other equipment during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was initially reported by the customer that during the procedure the contact force was lost. At some points the force was high or nothing. They tried replacing the cable without success. They resolved the issue by replacing the catheter and successfully completed the procedure. There was no patient consequence. The customer¿s reported force issues were assessed as not MDR reportable since the issues are highly detectable when occurring. The potential that these could cause or contribute to a death, serious injury, or other significant adverse event is low. On 8/16/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the shaft is kinked with major kinks observed at 93 cm from distal tip. A reddish color was also observed under pebax. On 8/20/2019, during the second visual analysis a kink in shaft and a reddish brown material was found in pebax. The findings under visual inspection were assessed as not MDR reportable events. On 9/13/2019, the catheter was subjected to further evaluation which included a scanning electron microscope (sem) analysis. The findings showed evidence of mechanical damage and a hole on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. This finding of a hole in the pebax has been reviewed and assessed as an MDR reportable malfunction.